Event description:
The facility reported a pump with a low battery, even after charging the battery. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: the reported condition of a low battery even after changing the battery was confirmed. Inspection of the device found that the pump's batteries were depleted and potentially damaged, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132, which was opened on april 1, 2005